Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed via a merlin at home transmission. The patient was asymptomatic. Programming changes were recommended.

Event description:
New information received notes that the device was reprogrammed to address the post-paced t-wave oversensing. However, episodes of post-paced t-wave oversensing recurred. The patient was asymptomatic. The device was reprogrammed and remains implanted.